Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that access kit 4.7 comprises multiple instruments, with only the cement needle with clip received. During the inspection, it was observed that the needle appears to be filled with cement. The cement is hardened, making it difficult to ascertain whether the needle was clogged or obstructed by any material. Additionally, it was noted that the threads of the needle cement handle component are stripped and foreign substance was observed, the internal hole also was observed with this unknow materal. Stripped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the access kit 4.7 was not performed as it is not applicable to the complaint condition. A functional test was not performed due to mating device was not received to asesses the interaction, however; the observed condition could cause inability to assemble mating devices properly and incorrect filling could have been caused by the unknow material that was observed into the hole of the needle cement handle component , however with the evidence provided it is not possible to determine a complete potential cause or the the origin of this unknown material. The overall complaint was confirmed as the observed condition of the access kit 4.7 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 03.804.612s, lot # 25e21-2. Manufacturing site: werk selzach logistik, release to warehouse date:21.may.2025, supplier: (B)(4), expiration date: 01.may.2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty on (B)(6) 2025. When the surgeon was filling the cement needle with cement outside the patient's body, the cement was not filling in and it appeared that something was stuck. After mixing the cement, the filling was done immediately. The other one could be used without any problems, so the procedure was completed successfully. There was no surgical delay.